Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. Summary of investigational findings: the jugular introducer and sheath are returned. The red locking mechanism is deactivated. The grasping hook is easily advanced, and compared to a test device no remarks can be made on the grasping hook. A filter can easily be caught and without any difficulty be released from the hook. If the locking mechanism was activated it would not be possible to release the filter. However, based on the description of event it is also possible that excessive tension applied to the product made it difficult to release the filter. This could also explain why the filter could release when tension is relieved as advancing the sheath over the filter. However, based on the information provided, it is not possible to determine the root cause for the difficult filter release. No evidence to suggest that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was advanced to the right jugular vein as usual and the physician attempted to release the filter. However, the filter did not release so he put it back into the sheath and pressed the metal button several times. Then the filter released. Patient outcome: the patient had a favorable outcome.